Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s blood glucose level was 43 mg/dl. Customer treated with food and glucose tablets. The current blood glucose was 99 mg/dl. Customer suffered from the symptoms like light headed and nauseous the first time he experienced a low blood glucose. Customer also alleging the insulin pump for the over delivery. The product will not return for the analysis.